Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product investigation could not identify a root cause for the reported complaint of "visual distortion". Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided confirming that the iol was removed 12 days after it was initially implanted. Additional information was provided indicating that the patient's reason for the iol exchange was "seeing objects temporally", and the clinical reason was "visual distortion following iol implantation rt eye". The iol was exchanged for another manufacturer's model with the same diopter of power.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. Evaluation summary: the lens was returned in a specimen cup. Solution and a small drop of blood is dried on the lens. The optic is torn/split/cracked and cut from edge towards center of the lens, typical of insertion and removal. The optic has a small scratch near the central optic zone on the anterior side. The optic edge has a small nick/chipped area with lens material missing (not returned). The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood, surgical solution, and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported "marking or dimple on the lens." The lens was still implanted in the patient's eye. Additional information was provided confirming that the iol was removed 12 days after it was initially implanted.